Event description:
This report is for trialing central line tubing. A normal saline bag attached to tubing was found to be empty and the patient ended up receiving a 50ml bolus. The stop cock was at a 45 degree angle, which did not prevent the flow of fluid from reaching the baby.